Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: an investigation was performed on retention products for the reported lot number. Manufacturing batch record review did not uncover any abnormalities. Retention products were tested with negative clinical urine. Results were read at 3 minutes and all devices correctly yielded negative results with control lines. No false positive were observed. A root cause could not be determined based on the information provided.

Event description:
It was reported that a false positive occurred when administering an hcg urine cassette at 3 minutes then at 5 minutes the lines disappeared. The patient was sent for confirmatory testing which came back "negative" - quant value not provided -patient confirmatory data requested. The patient was not treated based on the alere result, no adverse outcome or treatment provided based on the alere result. A troubleshooting discussion occurred regarding the issue and possible causes included technique, storage, handling, patient variables and testing controls per pi quality control section.